Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 521 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. While customer service was attempting to gather more info, the customer became agitated and ended the call. No products will be returned for evaluation.